Event description:
It was reported that the patient was experiencing pain due to the positioning of the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced and repositioned from the buttocks to the abdomen.